Event description:
It was reported that a user experienced higher-than-expected blood glucose after announcing a small meal, eating additional food, and pausing insulin therapy for a supply change lasting about 45 minutes; the ilet algorithm responded with elevated basal delivery and logs confirmed corrective action, with a peak of 223 mg/dl and a subsequent reading of 215 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included review of device logs and user-reported history. Investigation of this case revealed that hyperglycemia was consistent with additional unannounced intake and an insulin delivery pause, with automated basal correction functioning as designed. It was concluded that the device operated as intended and that user and therapy conditions likely contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.